Manufacturer narrative:
Continuation of medical products: 4068-45 lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds, low impedances, and over-sensing on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.